Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message during setup in the medical surgical care area. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was reproduced. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.